Manufacturer narrative:
Continued: e1 - phone number: (B)(6). Investigation evaluation: a product evaluation was performed only by the pictures provided with this report because the product said to be involved was not provided to cook for evaluation. A photo of the lot number was not provided. Our evaluation of the picture provided could not confirm the report. The first photo shows the product in a coiled position, the handle and needle are in the retracted position. The second photo shows the distal end of the device; the needle is advanced. Without the product or substantial evidence to contradict the complaint, it is considered confirmed based solely on statements and photo describing the event. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our evaluation of the photos could not confirm the report. We could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Prior to distribution, all acuject variable injection needles are subjected to a functional test. During functional testing manufacturing and quality control flow and leaked test each device to ensure injection capability prior to distribution. A review of the device history record confirmed that this lot met manufacturing requirements prior to shipment. Corrective action: based on the quality engineering risk assessment no corrective action is warranted at this time. A review of the complaint history was conducted. Based on this review, the likelihood of this type of report is rare. Quality assurance will continue to monitor for complaint trends.

Event description:
During an endoscopic injection, the physician used a cook acuject variable injection needle. It was reported that before using the sclerotherapy needle, [the physician] performed the lavage and found that it was obstructed because no saline solution was coming out. The company representative stated that he held the needle in his hand and saw no sign of it being bent or marked. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any further adverse effects due to this occurrence.